Manufacturer narrative:
Correction: updated with the 510k number.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It is reported that the patient's polyethylene component disassociated from the humeral stem and that their shoulder prosthesis dislocated approximately four months post-implantation. The patient underwent a closed reduction procedure to try to correct the dislocation, but subsequently required revision to remove the prostheses, as the closed reduction was unsuccessful.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the poly diassociating from the humeral stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products and therapy dates - catalog #01.04223.042, inverse/reverse screw system, lot #2797937. Catalog #01.04223.036, inverse/reverse screw system, lot #2823876. Catalog #00434904011, glenosphere 40mm diameter, lot# 63224442. Catalog #00434901500, baseplate 15mm post length, lot #63275346. No devices or photos were returned for evaluation. The device history records were reviewed for the liner and the stem with no deviations or anomalies being identified. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined with the information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2016-04025 and 1822565-2016-04027).